Event description:
Procedure type: stress urinary incontinence. According to the rptr: the pt alleged injury. The pt immediately suffered severe pain, bleeding abscesses and infections.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.